Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the pin and chain on the laser aimer. Pin and chain replaced. The locking function was found to be working as intended and placed back into service.

Event description:
It was reported that the laser aimer on the 9800 system could not be securely held to the image intensifier. No report of patient injury.